Manufacturer narrative:
Device manufacture date: battery pack (B)(4)- 01/2009, battery pack (B)(4)-01/2009, battery charger (B)(4)- 06/2006. Device eval summary: device evaluations of battery pack (B)(4), battery pack (B)(4), and battery charger (B)(4) have been completed. Battery pack (B)(4) had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than 24 hours. This means the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery charger (B)(4) still has not been returned. Battery pack (B)(4) was fully functional. It was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery charger and battery packs.

Event description:
The husband of a (B)(6) male pt contacted lifecor customer support to report that both of the pt's battery packs were dead. He stated that the battery charger does not display any lights when the battery packs are placed in it. Neither battery pack would start up the monitor. A lifecor territory mgr visited the pt and replaced the battery packs. The download revealed one "battery charger fault", two "battery packs faults" and numerous "battery runtime expired" flags. The new battery packs were not registering on the battery charger. Support sent the pt a replacement battery charger.